Manufacturer narrative:
Additional procode: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a field stocking location (fsl) kit that was delivered to the facility was missing a locking variable angle (va) screw which was required for the implantation of a clavicle plate. This particular tray had a bill of materials (bom). The fsl department was not able to update errors of the bom of kits. The surgeon used a regular locking screw to complete the procedure. The procedure was successfully completed with no surgical delay. Patient status was stable. This report is for a 2.7mm va locking screw 22mm. This is report 1 of 1 for (B)(4).